Manufacturer narrative:
(B)(4). B3 - event date - (B)(6) 2025 d6b - explant date - (B)(6) 2025 d10 - concomitant devices - persona tibial component catalog #: 42532006702 lot #: 65447857, persona femoral component catalog #: 42570606002 lot #: 65266205, persona all poly patella catalog #: 42540000035 lot #: 65521476 the complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to unknown complications. No wear or infection was noted. Attempts have been made, however, no additional information is available.